Manufacturer narrative:
Touch panel was found misaligned. Calibration was performed for touch panel but the event was not resolved. After the touch panel was replaced, the event was resolved. Due to occurrence of 'ventilator restarted due to anomalies detected during operation', the cpu board was replaced. Unit was checked overall, cleaned, run in test and functional tested.

Event description:
The international manufacturer's sales representative reported inability to operate touch panel and turn off the unit during calibration. There was no patient involvement.

Manufacturer narrative:
The unit was received at the international service center. The technician confirmed the reported issue. Also, during review of the diagnostic log, occurrence of 'ventilator restarted due to anomalies detected during operation' was identified; however, no abnormality was found. It was determined that replacement of the touch screen would correct the reported touch panel failure. Parts arrival is expected.

Event description:
The international customer reported inability to operate touch panel and turn off the unit during calibration. There was no patient involvement.